Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button strip or strip insertion. Due to this, customer was unable to obtain readings or glucose alarms and experienced symptoms of shaking, sweating, and lost consciousness. A non-healthcare professional administered insulin (dose/type unknown) and dextrose for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button strip or strip insertion. Due to this, customer was unable to obtain readings or glucose alarms and experienced symptoms of shaking, sweating, and lost consciousness. A non-healthcare professional administered insulin (dose/type unknown) and dextrose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection of the reader has been performed and no issues were observed. The reader did not power on with button press or insertion of retained test strip, however, it powered on with universal serial bus (usb) cable insertion. Reader did not fit smoothly through reader letterbox gauge. An extended investigation was also performed on the returned reader and observed a bulge on the back of the returned readers casing. The returned reader would not pass through the letterbox gauge. This issue is confirmed to swollen battery. An extended investigation was also performed for the updated serial number and determined that there was no indication that the product did not meet specification. No cable and adapter was returned for this complaint. The DHR for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 updated the sn from (B)(6) based on product return.